Event description:
It was reported the uv120 was used during a laparoscopic appendectomy. It was reported the device was inserted through the umbilicus. The saline did not drop through the needle. When insufflation was attempted it caused subcutaneous pneumatosis. The procedure was continued using a hasson trocar. There was no consequence to the pt.